Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone). Primary stability and osseointegration were achieved. The clinician states that the patient had moderate periimplantitis infection and active pus. The implant was removed on (B)(6) 2013 due to infection, pain, fistula. Medical history: no significant findings.